Manufacturer narrative:
The complaint of a leak is confirmed. During infusion a small pinhole leak was observed emanating form the catheter. The leak site is located at the 36 cm depth marker. The damage found on the returned complaint sample is consistent with a possible inadvertent puncture of the catheter with a sharp instrument. However, the exact mechanism of damage is undetermined at this time. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of reuk0920 showed not other similar product complaint(s) from this lot number.

Event description:
It is reported that the catheter was placed on (B)(6) 2011. On (B)(6), the nurse tried to draw blood and failed. She noticed there was a bubble in the syringe, thus she started to move the catheter outward while flushing it. She discovered there was a little hole in the place labeled with 3cm of the catheter. Considering it would be unsafe for the pt, the nurse decided to unplug the catheter.